Manufacturer narrative:
A boston scientific technical services consultant discussed programming the minute ventilation (mv) signal off. The consultant also discussed other re-programming for this patient. The caller will discuss the clinical observations and options with this patient¿s physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the data from this system identified noise and oversensing on the atrial channel which resulted in some inappropriate atrial tachycardia response (atr) events. Additionally, a review of the daily measurements revealed an increase in the atrial pacing impedance measurements and an out of range measurement of 2637 ohms. Pacing impedance measurements on the right ventricular (rv) channel have also increased from 400 ohms to upper 600-800 ohms over the past year. No adverse patient effects were reported.